Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported chest pain where the implantable neurostimulator (ins) was implanted on the right side of her chest. She had slept on her front and then suddenly had pain in the chest on (B)(6) 2016. She went to the emergency room (ER) due to the pain and had an x-ray. The x-ray showed the ins had moved about 45 degrees and she was still feeling some pain. The patient was wondering if the ins moved if that meant the stimulation was still working. The patient's indication(s) for use were parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.